Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for "lo" blood glucose test results. The expected fasting blood glucose test result range is 111 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on 10/23/2015 as a result of the meter's readings. The product is stored by customer in the kitchen. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2015. The meter memory recalled for fasting test results performed (date / time not set): (B)(4). Adverse event not reported.